Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The device is in bad physical condition due to age. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to heat) was confirmed during testing. The heatin issue was attributed to a faulty heater. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) failed to heat to the required temperature. The product problem was observed during testing on (B)(6) 2020. No patient injury or complications were reported in relation to this event.